Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle was missing the rubber stopper and had a crushed plunger cap. The device was not used and there was no report of exposure, injury or medical interventions.

Manufacturer narrative:
H.6. Investigation summary: two investigations were carried out. First investigation summary: customer returned (3) loose 1/2cc, 8mm syringes. Customer states that the stopper was missing. All returned syringes were examined and 2 out of 3 samples exhibited a missing stopper. The remaining sample exhibited a crushed plunger cap. Samples were forwarded to manufacturing (holdrege) on 08jun2018 for further review. Second investigation summary: on 12jun2018, holdrege received three (3) loose 0.5ml, 8mm syringes from reported batch# 7289868. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. It was additionally noted that within one (1) sample, the plunger rod was actually riding higher in the barrel, in a position closer to what it would be if a stopper had been assembled onto the plunger rod. If this type of event occurs, it could allow the plunger rod to travel in the dial at the correct height to allow the defect to go undetected by the in-line mechanical detection systems. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for missing stopper on lot # 7289868. This is the 1st related complaint for crushed plunger cap on lot # 7289868. Probable root cause is likely to be a mis-assembly of the stopper to the plunger rod as well as a slight bow to the barrel, allowing the plunger rod to ride at the correct height. When this type of situation occurs, a device which is missing the stopper can potentially make it past the in-line inspection systems a review of the device history record was completed for batch# 7289868. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [200716647, 200716835, 200716628, 200714644, 200716629, 200717075, 200717049] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (missing stopper and crushed plunger cap). Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle was missing the rubber stopper and had a crushed plunger cap. The device was not used and there was no report of exposure, injury or medical interventions.